Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks across the main screen and the insulin pump also rejected new batteries. The customers blood glucose level was unknown at the time of incident. The customer also reported that the insulin pump freezed from time to time and the batteries also did not last as long as they should do. The insulin pump will not be returned for analysis.